Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
It was reported that the implantable neurostimulator (ins) depleted and was unable to charge it. The healthcare provider (hcp) had no interest in meeting to have the device charged. The hcp wanted to have the system taken out. The MRI is of the patient's back and has had several mris in the past. There was a reported symptom of pain at the ins site and was considered a sudden change in the therapy/symptoms. The patient wanted to have the ins taken out and reported having new pain at the ins site about 1 month ago. The patient has had his pain medication reduced a couple of times and his pain has been presenting since then. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.